Event description:
The wife of a (B)(6) male pt contacted zoll lifecor customer support to report that the patient's monitor makes gurgling noises and the response buttons flicker when the pt inserts a battery. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. The cause of the monitor not powering on was due to severe liquid contamination throughout the monitor. The root cause of the contamination cannot be positively identified but was likely liquid ingress. No adverse event resulted from the defective monitor. The pt was provided with a replacement monitor.